Manufacturer narrative:
Full sid is (B)(6); refer to b5 for associated test results. No demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned sodium results for one patient. The customer uses the normal range 136 to 145 mmol/l. The customer provided the following: sid (B)(6) initial sodium result 152 mmol/l, repeated 136 mmol/l, repeated and confirmed at 166 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module (B)(6), performed extensive troubleshooting, and replaced multiple parts to resolve the issue. No additional discrepant sodium result issues have been reported since the service activity was completed. A definitive cause of the discrepant results was not identified, therefore, the architect instrument (B)(6), list number 02p24-56 arc c4000 refurb-brazil, was considered the likely cause. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed, and no related trends were identified. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect c4000 processing module, serial number (B)(6) was identified.